Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain / severe & persistent pelvic pain / severe sharp pain in my pelvic area /severe & persistent pain / severe pain in pelvic area / low pelvic pain"), fallopian tube perforation ("perforation was fallopian tube"), uterine perforation ("uterus perforation"), device breakage ("fragments of the essure removed") and genital haemorrhage ("heavy bleeding / severe excessive bleeding") in a (B)(6) female patient who had essure (batch no. 682317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "hsg report indicating that 3 essure implants were placed inside of me instead of only 2". The patient's past medical history included gravida ii and parity 3 ((B)(6) 1994, (B)(6) 1996 and (B)(6) 2003.). Concurrent conditions included overweight. Concomitant products included bupropion (wellbutrin) for depression. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), antinuclear antibody positive ("positive ana blood test for auto-immune disorder"), swelling face ("swelling of face"), peripheral swelling ("swelling of limbs"), abdominal distension ("swelling of abdomen"), amnesia ("memory loss"), hyperhidrosis ("severe sweating / profuse sweating"), weight increased ("weight gain") and depression ("depression"). On (B)(6) 2013, 4 years 10 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), migraine ("severe & persistent migraines"), photophobia ("sensitivity to light"), nausea ("nausea"), vomiting ("vomiting"), decreased appetite ("loss of appetite"), vision blurred ("blurry vision"), abdominal pain ("severe and persistent abdominal pain / severe pain in right abdomen"), back pain ("severe & persistent pain in lower back"), gait disturbance ("hard time walking"), vaginal haemorrhage ("profuse bleeding vaginally continuously"), night sweats ("night sweats"), hot flush ("heat flashes / hot flashes"), gastrointestinal disorder ("painful bowel issues"), inflammation ("inflammation"), allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel"), abdominal pain lower ("cramping"), headache ("headaches") and fatigue ("severe fatigue"). The patient was treated with surgery (removal of 2 of the 3 coils on (B)(6) 2013), surgery (salpingectomy on (B)(6) 2013) and surgery (removal of 3rd coil by hysterectomy and oophorectomy (only one side) on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, migraine and back pain had resolved, the fallopian tube perforation, uterine perforation, device breakage, antinuclear antibody positive, photophobia, vomiting, decreased appetite, vision blurred, abdominal pain, swelling face, peripheral swelling, abdominal distension, gait disturbance, vaginal haemorrhage, hyperhidrosis, night sweats, hot flush, gastrointestinal disorder, weight increased, inflammation, depression, allergy to metals, abdominal pain lower and fatigue outcome was unknown and the genital haemorrhage, nausea, amnesia and headache was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, amnesia, antinuclear antibody positive, back pain, decreased appetite, depression, device breakage, fallopian tube perforation, fatigue, gait disturbance, gastrointestinal disorder, genital haemorrhage, headache, hot flush, hyperhidrosis, inflammation, migraine, nausea, night sweats, pelvic pain, peripheral swelling, photophobia, swelling face, uterine perforation, vaginal haemorrhage, vision blurred, vomiting and weight increased to be related to essure. The reporter commented: from medical records: on (B)(6) 2009: operative record: both tubal ostia were easily visualized with the hysteroscopy. There were no suspicious lesions in the uterine cavity. The right implant was placed without difficulty. The left implant was placed but it did not open up. Therefore, a second implant was placed, and it opened up without difficulty. On (B)(6) 2009: hsg: magnified images of the right and left cornua show satisfactory position of the micro-inserts with respect to the uterine cornua. This means the distal end of the inner coil is within the tube and that less than 50 percent of the length of the inner coil is in the uterine cavity or the proximal end of the inner coil is less than 3 cm from the cornua. Regarding tubal occlusion, no contrast is visible beyond the distal end of the outer coil. There is no contrast seen beyond the micro-insert or within the peritoneal cavity. On (B)(6) 2013: bilateral essure microsurgical removal: the left essure device had been placed through the uterine wall, not through the cornual tube, into the isthmic tube and into the pelvic cavity. On the left, the uterine wall was explored and fragments of the essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. On (B)(6) 2013 : post op report for salpingectomy, location of perforation was fallopian tube & uterus on (B)(6) 2009 : hsg report indicating that 3 essure implants were placed inside of me instead of only 2. On (B)(6) 2014 : CT abdomen & pelvis w/contrast : impression: the patient is status post trans cervical fallopian tube occlusion. The left fallopian tube occlusion device is identified at the left cornu of the uterus. The right occlusion device is displaced and is actually located within the mesentery of the right lower quadrant near the appendix. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fragments of the essure removed¿ most recent follow-up information incorporated above includes: on 4-dec-2017: injury nos was deleted and new events were added from pfs. Historical condition, concomittant drug, reporter, lot number and lab data were added. Event "fragments of the essure removed" added from medical record. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of the essure removed'), pelvic pain ('extreme pain / severe & persistent pelvic pain / severe sharp pain in my pelvic area /severe & persistent pain / severe pain in pelvic area / low pelvic pain'), fallopian tube perforation ('perforation was fallopian tube'), uterine perforation ('uterus perforation/left device identified at the left cornua of the uterus') and device dislocation ('found coil in right abdomen mesentery/the right occlusion device is displaced') in a 45-year-old female patient who had essure (batch no. 682317 (inv),628317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "hsg report indicating that 3 essure implants were placed inside of me instead of only 2". The patient's medical history included multigravida, parity 3 ((B)(6) 1994, (B)(6) 1996 and (B)(6) 2003.), yeast infection, uterine bleeding, cervicitis, heavy periods, ovarian cyst, urinary tract infection, vaginal candida, increased urinary frequency, escherichia coli infection, pubovaginal sling procedure, urethral pain, bladder pain, abdominal bloating, uterine fibroid, dysmenorrhea, dizziness, diplopia, hematuria, osteoarthritis, vertigo, neck pain, paresthesia, mucosal ulceration, dry mouth, stroke, seizure, dysuria, anemia and cervical cancer. (B)(6) 2013 : post op report for salpingectomy, location of perforation was fallopian tube & uterus. On (B)(6) 2009 : hsg report indicating that 3 essure implants were placed inside of me instead of only 2. On (B)(6) 2014 : CT abdomen & pelvis w/contrast : impression: the patient is status post trans cervical fallopian tube occlusion. The left fallopian tube occlusion device is identified at the left cornu of the uterus. The right occlusion device is displaced and is actually located within the mesentery of the right lower quadrant near the appendix. , tests found positive ana. Concurrent conditions included overweight. Concomitant products included bupropion hydrochloride (wellbutrin) for depression as well as betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), ibuprofen, meclozine hydrochloride, methocarbamol (robaxin), pentosan polysulfate sodium (elmiron), vitamins nos (multivitamin) and vitamins nos (multivitamin). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage ("heavy bleeding / severe excessive bleeding"), swelling face ("swelling of face"), peripheral swelling ("swelling of limbs"), abdominal distension ("swelling of abdomen"), amnesia ("memory loss"), the first episode of hyperhidrosis ("severe sweating / profuse sweating") and depression ("depression") and was found to have antinuclear antibody positive ("positive ana blood test for auto-immune disorder") and weight increased ("weight gain"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), migraine ("severe & persistent migraines"), photophobia ("sensitivity to light"), nausea ("nausea"), vomiting ("vomiting"), decreased appetite ("loss of appetite"), vision blurred ("blurry vision"), abdominal pain ("severe and persistent abdominal pain / severe pain in right abdomen"), back pain ("severe & persistent pain in lower back"), gait disturbance ("hard time walking"), vaginal haemorrhage ("profuse bleeding vaginally continuously"), night sweats ("night sweats"), hot flush ("heat flashes / hot flashes"), gastrointestinal pain ("painful bowel issues"), inflammation ("inflammation"), allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel"), abdominal pain lower ("cramping"), headache ("headaches"), fatigue ("severe fatigue"), mental disorder ("psychiatric or psychological conditions"), adverse event ("bizarre symptoms") and the second episode of hyperhidrosis ("profuse sweating"). The patient was treated with doxycycline and surgery (bilateral salpingectomy,oophorectomy, hysterectomy, hysterectomy with bilateral salpingectomy,oophorectomy, laparoscopic removal of essure and hysterectomy with bilateral salpingectomy,left oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, device dislocation, antinuclear antibody positive, photophobia, vomiting, decreased appetite, vision blurred, abdominal pain, swelling face, peripheral swelling, abdominal distension, gait disturbance, vaginal haemorrhage, night sweats, hot flush, gastrointestinal pain, weight increased, inflammation, depression, allergy to metals, mental disorder, adverse event and the last episode of hyperhidrosis outcome was unknown, the pelvic pain, migraine and back pain had resolved and the genital haemorrhage, nausea, amnesia, abdominal pain lower, headache and fatigue was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adverse event, allergy to metals, amnesia, antinuclear antibody positive, back pain, decreased appetite, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, gait disturbance, gastrointestinal pain, genital haemorrhage, headache, hot flush, inflammation, mental disorder, migraine, nausea, night sweats, pelvic pain, peripheral swelling, photophobia, swelling face, uterine perforation, vaginal haemorrhage, vision blurred, vomiting, weight increased, the first episode of hyperhidrosis and the second episode of hyperhidrosis to be related to essure. The reporter commented: from medical records: on (B)(6) 2009: operative record: both tubal ostia were easily visualized with the hysteroscopy. There were no suspicious lesions in the uterine cavity. The right implant was placed without difficulty. The left implant was placed but it did not open up. Therefore, a second implant was placed, and it opened up without difficulty. On (B)(6) 2009: hsg: magnified images of the right and left cornua show satisfactory position of the micro-inserts with respect to the uterine cornua. This means the distal end of the inner coil is within the tube and that less than 50 percent of the length of the inner coil is in the uterine cavity or the proximal end of the inner coil is less than 3 cm from the cornua. Regarding tubal occlusion, no contrast is visible beyond the distal end of the outer coil. There is no contrast seen beyond the micro-insert or within the peritoneal cavity. On (B)(6) 2013: bilateral essure microsurgical removal: the left essure device had been placed through the uterine wall, not through the cornual tube, into the isthmic tube and into the pelvic cavity. On the left, the uterine wall was explored and fragments of the essure removed. Surgery history: abdominal surgery, cholecystectomy, total laparoscopic hysterectomy, left salpingo-oophorectomy, right salpingectomy, appendectomy, lysis of adhesions. Removal of 2 coils on (B)(6) 2013 and removal of 3rd coil on (B)(6) 2014. Discrepancy noted as removal date: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Ultrasound scan - on (B)(6) 2013: pelvic sonogram report, results: thick endo essure bilateral simple ovarian cysts. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fragments of the essure removed, abdominal pain, pelvic pain, back pain, vaginal bleeding, cramping, headaches, nausea, fatigue, blurry vision, depression, profuse sweating, vomiting, migrain. Lot number invalid # 682317 . Lot number: 628317, manufacturing date:2008-10, expiration date:2011-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of the essure removed'), pelvic pain ('extreme pain / severe & persistent pelvic pain / severe sharp pain in my pelvic area /severe & persistent pain / severe pain in pelvic area / low pelvic pain'), fallopian tube perforation ('perforation was fallopian tube'), uterine perforation ('uterus perforation/left device identified at the left cornua of the uterus') and device dislocation ('found coil in right abdomen mesentery/the right occlusion device is displaced') in a 45-year-old female patient who had essure (batch no. 682317 (inv),628317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "hsg report indicating that 3 essure implants were placed inside of me instead of only 2". The patient's medical history included multigravida, parity 3 ((B)(6) 1994, (B)(6) 1996 and (B)(6) 2003.), yeast infection, uterine bleeding, cervicitis, heavy periods, ovarian cyst, urinary tract infection, vaginal candida, increased urinary frequency, escherichia coli infection, pubovaginal sling procedure, urethral pain, bladder pain, abdominal bloating, uterine fibroid, dysmenorrhea, dizziness, diplopia, hematuria, osteoarthritis, vertigo, neck pain, paresthesia, mucosal ulceration, dry mouth, stroke, seizure, dysuria, anemia and cervical cancer. (B)(6) 2013 : post op report for salpingectomy, location of perforation was fallopian tube & uterus. (B)(6) 2009 : hsg report indicating that 3 essure implants were placed inside of me instead of only 2. (B)(6) 2014 : CT abdomen & pelvis w/contrast : impression: the patient is status post trans cervical fallopian tube occlusion. The left fallopian tube occlusion device is identified at the left cornu of the uterus. The right occlusion device is displaced and is actually located within the mesentery of the right lower quadrant near the appendix. , tests found positive ana. Concurrent conditions included overweight. Concomitant products included bupropion hydrochloride (wellbutrin) for depression as well as betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), ibuprofen, meclozine hydrochloride, methocarbamol (robaxin), pentosan polysulfate sodium (elmiron), vitamins nos (multivitamin) and vitamins nos (multivitamin). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage ("heavy bleeding / severe excessive bleeding"), swelling face ("swelling of face"), peripheral swelling ("swelling of limbs"), abdominal distension ("swelling of abdomen"), amnesia ("memory loss"), the first episode of hyperhidrosis ("severe sweating / profuse sweating") and depression ("depression") and was found to have antinuclear antibody positive ("positive ana blood test for auto-immune disorder") and weight increased ("weight gain"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), migraine ("severe & persistent migraines"), photophobia ("sensitivity to light"), nausea ("nausea"), vomiting ("vomiting"), decreased appetite ("loss of appetite"), vision blurred ("blurry vision"), abdominal pain ("severe and persistent abdominal pain / severe pain in right abdomen"), back pain ("severe & persistent pain in lower back"), gait disturbance ("hard time walking"), vaginal haemorrhage ("profuse bleeding vaginally continuously"), night sweats ("night sweats"), hot flush ("heat flashes / hot flashes"), gastrointestinal pain ("painful bowel issues"), inflammation ("inflammation"), allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel"), abdominal pain lower ("cramping"), headache ("headaches"), fatigue ("severe fatigue"), mental disorder ("psychiatric or psychological conditions"), adverse event ("bizarre symptoms") and the second episode of hyperhidrosis ("profuse sweating"). The patient was treated with doxycycline and surgery (bilateral salpingectomy,oophorectomy, hysterectomy, hysterectomy with bilateral salpingectomy,oophorectomy, laparoscopic removal of essure and hysterectomy with bilateral salpingectomy,left oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, device dislocation, antinuclear antibody positive, photophobia, vomiting, decreased appetite, vision blurred, abdominal pain, swelling face, peripheral swelling, abdominal distension, gait disturbance, vaginal haemorrhage, night sweats, hot flush, gastrointestinal pain, weight increased, inflammation, depression, allergy to metals, mental disorder, adverse event and the last episode of hyperhidrosis outcome was unknown, the pelvic pain, migraine and back pain had resolved and the genital haemorrhage, nausea, amnesia, abdominal pain lower, headache and fatigue was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adverse event, allergy to metals, amnesia, antinuclear antibody positive, back pain, decreased appetite, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, gait disturbance, gastrointestinal pain, genital haemorrhage, headache, hot flush, inflammation, mental disorder, migraine, nausea, night sweats, pelvic pain, peripheral swelling, photophobia, swelling face, uterine perforation, vaginal haemorrhage, vision blurred, vomiting, weight increased, the first episode of hyperhidrosis and the second episode of hyperhidrosis to be related to essure. The reporter commented: from medical records: (B)(6) 2009: operative record: both tubal ostia were easily visualized with the hysteroscopy. There were no suspicious lesions in the uterine cavity. The right implant was placed without difficulty. The left implant was placed but it did not open up. Therefore, a second implant was placed, and it opened up without difficulty. (B)(6) 2009: hsg: magnified images of the right and left cornua show satisfactory position of the micro-inserts with respect to the uterine cornua. This means the distal end of the inner coil is within the tube and that less than 50 percent of the length of the inner coil is in the uterine cavity or the proximal end of the inner coil is less than 3 cm from the cornua. Regarding tubal occlusion, no contrast is visible beyond the distal end of the outer coil. There is no contrast seen beyond the micro-insert or within the peritoneal cavity. (B)(6) 2013: bilateral essure microsurgical removal: the left essure device had been placed through the uterine wall, not through the cornual tube, into the isthmic tube and into the pelvic cavity. On the left, the uterine wall was explored and fragments of the essure removed. Surgery history: abdominal surgery, cholecystectomy, total laparoscopic hysterectomy, left salpingo-oophorectomy, right salpingectomy, appendectomy, lysis of adhesions. Removal of 2 coils on (B)(6) 2013 and removal of 3rd coil on (B)(6) 2014. Discripancy noted as removal date: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Ultrasound scan - on 10-jan-2013: pelvic sonogram report, results: thick endo essure bilateral simple ovarian cysts.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fragments of the essure removed, abdominal pain, pelvic pain, back pain, vaginal bleeding, cramping, headaches, nausea, fatigue, blurry vision, depression, profuse sweating, vomiting, migraine". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received- new event profuse sweating was added. Reporters were added. Seriousness criteria for event genital hemorrhage updated to non serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain / severe & persistent pelvic pain / severe sharp pain in my pelvic area /severe & persistent pain / severe pain in pelvic area / low pelvic pain"), fallopian tube perforation ("perforation was fallopian tube"), uterine perforation ("uterus perforation"), device breakage ("fragments of the essure removed") and genital haemorrhage ("heavy bleeding / severe excessive bleeding") in a 45-year-old female patient who had essure (batch no. 682317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "hsg report indicating that 3 essure implants were placed inside of me instead of only 2". The patient's past medical history included multigravida and parity 3 ((B)(6) 1994, (B)(6) 1996 and (B)(6) 2003.). Concurrent conditions included overweight. Concomitant products included bupropion (wellbutrin) for depression. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), antinuclear antibody positive ("positive ana blood test for auto-immune disorder"), swelling face ("swelling of face"), peripheral swelling ("swelling of limbs"), abdominal distension ("swelling of abdomen"), amnesia ("memory loss"), hyperhidrosis ("severe sweating / profuse sweating"), weight increased ("weight gain") and depression ("depression"). On (B)(6) 2013, 4 years 10 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), migraine ("severe & persistent migraines"), photophobia ("sensitivity to light"), nausea ("nausea"), vomiting ("vomiting"), decreased appetite ("loss of appetite"), vision blurred ("blurry vision"), abdominal pain ("severe and persistent abdominal pain / severe pain in right abdomen"), back pain ("severe & persistent pain in lower back"), gait disturbance ("hard time walking"), vaginal haemorrhage ("profuse bleeding vaginally continuously"), night sweats ("night sweats"), hot flush ("heat flashes / hot flashes"), gastrointestinal pain ("painful bowel issues"), inflammation ("inflammation"), allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel"), abdominal pain lower ("cramping"), headache ("headaches"), fatigue ("severe fatigue"), mental disorder ("psychiatric or psychological conditions") and adverse event ("bizarre symptoms"). The patient was treated with surgery (removal of 2 of the 3 coils on (B)(6) 2013), surgery (salpingectomy on (B)(6) 2013) and surgery (removal of 3rd coil by hysterectomy and oophorectomy (only one side) on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, migraine and back pain had resolved, the fallopian tube perforation, uterine perforation, device breakage, antinuclear antibody positive, photophobia, vomiting, decreased appetite, vision blurred, abdominal pain, swelling face, peripheral swelling, abdominal distension, gait disturbance, vaginal haemorrhage, hyperhidrosis, night sweats, hot flush, gastrointestinal pain, weight increased, inflammation, depression, allergy to metals, mental disorder and adverse event outcome was unknown and the genital haemorrhage, nausea, amnesia, abdominal pain lower, headache and fatigue was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adverse event, allergy to metals, amnesia, antinuclear antibody positive, back pain, decreased appetite, depression, device breakage, fallopian tube perforation, fatigue, gait disturbance, gastrointestinal pain, genital haemorrhage, headache, hot flush, hyperhidrosis, inflammation, mental disorder, migraine, nausea, night sweats, pelvic pain, peripheral swelling, photophobia, swelling face, uterine perforation, vaginal haemorrhage, vision blurred, vomiting and weight increased to be related to essure. The reporter commented: from medical records: (B)(6) 2009: operative record: both tubal ostia were easily visualized with the hysteroscopy. There were no suspicious lesions in the uterine cavity. The right implant was placed without difficulty. The left implant was placed but it did not open up. Therefore, a second implant was placed, and it opened up without difficulty. (B)(6) 2009: hsg: magnified images of the right and left cornua show satisfactory position of the micro-inserts with respect to the uterine cornua. This means the distal end of the inner coil is within the tube and that less than 50 percent of the length of the inner coil is in the uterine cavity or the proximal end of the inner coil is less than 3 cm from the cornua. Regarding tubal occlusion, no contrast is visible beyond the distal end of the outer coil. There is no contrast seen beyond the micro-insert or within the peritoneal cavity. (B)(6) 2013: bilateral essure microsurgical removal: the left essure device had been placed through the uterine wall, not through the cornual tube, into the isthmic tube and into the pelvic cavity. On the left, the uterine wall was explored and fragments of the essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. (B)(6) 2013 : post op report for salpingectomy, location of perforation was fallopian tube & uterus. (B)(6) 2009 : hsg report indicating that 3 essure implants were placed inside of me instead of only 2. (B)(6) 2014 : CT abdomen & pelvis w/contrast : impression: the patient is status post trans cervical fallopian tube occlusion. The left fallopian tube occlusion device is identified at the left cornu of the uterus. The right occlusi on device is displaced and is actually located within the mesentery of the right lower quadrant near the appendix. , tests found positive ana. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fragments of the essure removed¿. Most recent follow-up information incorporated above includes: on 23-mar-2018: plaintiff fact sheet, new reporter, new event psychiatric or psychological conditions, bizarre symptoms were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain / severe & persistent pelvic pain / severe sharp pain in my pelvic area /severe & persistent pain / severe pain in pelvic area / low pelvic pain"), fallopian tube perforation ("perforation was fallopian tube"), uterine perforation ("uterus perforation"), device breakage ("fragments of the essure removed") and genital haemorrhage ("heavy bleeding / severe excessive bleeding") in a 45-year-old female patient who had essure (batch no. 682317 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "hsg report indicating that 3 essure implants were placed inside of me instead of only 2". The patient's past medical history included multigravida and parity 3 (B)(6) 1994, (B)(6) 1996 and (B)(6) 2003.). Concurrent conditions included overweight. Concomitant products included bupropion (wellbutrin) for depression. On (B)(6) 2009, the patient had essure inserted. In january 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), antinuclear antibody positive ("positive ana blood test for auto-immune disorder"), swelling face ("swelling of face"), peripheral swelling ("swelling of limbs"), abdominal distension ("swelling of abdomen"), amnesia ("memory loss"), hyperhidrosis ("severe sweating / profuse sweating"), weight increased ("weight gain") and depression ("depression"). On (B)(6) 2013, 4 years 10 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), migraine ("severe & persistent migraines"), photophobia ("sensitivity to light"), nausea ("nausea"), vomiting ("vomiting"), decreased appetite ("loss of appetite"), vision blurred ("blurry vision"), abdominal pain ("severe and persistent abdominal pain / severe pain in right abdomen"), back pain ("severe & persistent pain in lower back"), gait disturbance ("hard time walking"), vaginal haemorrhage ("profuse bleeding vaginally continuously"), night sweats ("night sweats"), hot flush ("heat flashes / hot flashes"), gastrointestinal pain ("painful bowel issues"), inflammation ("inflammation"), allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel"), abdominal pain lower ("cramping"), headache ("headaches"), fatigue ("severe fatigue"), mental disorder ("psychiatric or psychological conditions") and adverse event ("bizarre symptoms"). The patient was treated with surgery (removal of 2 of the 3 coils on (B)(6) 2013), surgery (salpingectomy on (B)(6) 2013) and surgery (removal of 3rd coil by hysterectomy and oophorectomy (only one side) on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, migraine and back pain had resolved, the fallopian tube perforation, uterine perforation, device breakage, antinuclear antibody positive, photophobia, vomiting, decreased appetite, vision blurred, abdominal pain, swelling face, peripheral swelling, abdominal distension, gait disturbance, vaginal haemorrhage, hyperhidrosis, night sweats, hot flush, gastrointestinal pain, weight increased, inflammation, depression, allergy to metals, mental disorder and adverse event outcome was unknown and the genital haemorrhage, nausea, amnesia, abdominal pain lower, headache and fatigue was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adverse event, allergy to metals, amnesia, antinuclear antibody positive, back pain, decreased appetite, depression, device breakage, fallopian tube perforation, fatigue, gait disturbance, gastrointestinal pain, genital haemorrhage, headache, hot flush, hyperhidrosis, inflammation, mental disorder, migraine, nausea, night sweats, pelvic pain, peripheral swelling, photophobia, swelling face, uterine perforation, vaginal haemorrhage, vision blurred, vomiting and weight increased to be related to essure. The reporter commented: from medical records: (B)(6) 2009: operative record: both tubal ostia were easily visualized with the hysteroscopy. There were no suspicious lesions in the uterine cavity. The right implant was placed without difficulty. The left implant was placed but it did not open up. Therefore, a second implant was placed, and it opened up without difficulty. (B)(6) 2009: hsg: magnified images of the right and left cornua show satisfactory position of the micro-inserts with respect to the uterine cornua. This means the distal end of the inner coil is within the tube and that less than 50 percent of the length of the inner coil is in the uterine cavity or the proximal end of the inner coil is less than 3 cm from the cornua. Regarding tubal occlusion, no contrast is visible beyond the distal end of the outer coil. There is no contrast seen beyond the micro-insert or within the peritoneal cavity. (B)(6) 2013: bilateral essure microsurgical removal: the left essure device had been placed through the uterine wall, not through the cornual tube, into the isthmic tube and into the pelvic cavity. On the left, the uterine wall was explored and fragments of the essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. (B)(6) 2013 : post op report for salpingectomy, location of perforation was fallopian tube & uterus (B)(6) 2009 : hsg report indicating that 3 essure implants were placed inside of me instead of only 2. (B)(6) 2014 : CT abdomen & pelvis w/contrast : impression: the patient is status post trans cervical fallopian tube occlusion. The left fallopian tube occlusion device is identified at the left cornu of the uterus. The right occlusion device is displaced and is actually located within the mesentery of the right lower quadrant near the appendix. , tests found positive ana ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fragments of the essure removed¿ quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fragments of the essure removed"), pelvic pain ("extreme pain / severe & persistent pelvic pain / severe sharp pain in my pelvic area /severe & persistent pain / severe pain in pelvic area / low pelvic pain"), fallopian tube perforation ("perforation was fallopian tube"), uterine perforation ("uterus perforation/left device identified at the left cornua of the uterus"), device dislocation ("found coil in right abdomen mesentery/the right occlusion device is displaced") and genital haemorrhage ("heavy bleeding / severe excessive bleeding") in a 45-year-old female patient who had essure (batch no. 682317 (invalid),628317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "hsg report indicating that 3 essure implants were placed inside of me instead of only 2". The patient's medical history included multigravida, parity 3 ((B)(6) 1994, (B)(6) 1996 and (B)(6) 2003.), yeast infection, uterine bleeding, cervicitis, heavy periods, ovarian cyst, urinary tract infection, vaginal candida, increased urinary frequency, escherichia coli infection, pubovaginal sling procedure, urethral pain, bladder pain, abdominal bloating, uterine fibroid, dysmenorrhea, dizziness, diplopia, hematuria, osteoarthritis, vertigo, neck pain, paresthesia, mucosal ulceration, dry mouth, stroke, seizure, dysuria, anemia and cervical cancer. * (B)(6) 2013 : post op report for salpingectomy, location of perforation was fallopian tube & uterus (B)(6) 2009 : hsg report indicating that 3 essure implants were placed inside of me instead of only 2. (B)(6) 2014 : CT abdomen & pelvis w/contrast : impression: the patient is status post trans cervical fallopian tube occlusion. The left fallopian tube occlusion device is identified at the left cornu of the uterus. The right occlusion device is displaced and is actually located within the mesentery of the right lower quadrant near the appendix. , tests found positive ana. Concurrent conditions included overweight. Concomitant products included bupropion hydrochloride (wellbutrin) for depression as well as betacarotene;bioflavonoids;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;cholecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), ibuprofen, meclozine hydrochloride, methocarbamol (robaxin), pentosan polysulfate sodium (elmiron), vitamins nos (multivitamin) and vitamins nos (multivitamin). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), swelling face ("swelling of face"), peripheral swelling ("swelling of limbs"), abdominal distension ("swelling of abdomen"), amnesia ("memory loss"), hyperhidrosis ("severe sweating / profuse sweating") and depression ("depression") and was found to have antinuclear antibody positive ("positive ana blood test for auto-immune disorder") and weight increased ("weight gain"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), migraine ("severe & persistent migraines"), photophobia ("sensitivity to light"), nausea ("nausea"), vomiting ("vomiting"), decreased appetite ("loss of appetite"), vision blurred ("blurry vision"), abdominal pain ("severe and persistent abdominal pain / severe pain in right abdomen"), back pain ("severe & persistent pain in lower back"), gait disturbance ("hard time walking"), vaginal haemorrhage ("profuse bleeding vaginally continuously"), night sweats ("night sweats"), hot flush ("heat flashes / hot flashes"), gastrointestinal pain ("painful bowel issues"), inflammation ("inflammation"), allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel"), abdominal pain lower ("cramping"), headache ("headaches"), fatigue ("severe fatigue"), mental disorder ("psychiatric or psychological conditions") and adverse event ("bizarre symptoms"). The patient was treated with doxycycline and surgery (bilateral salpingectomy, hysterectomy, hysterectomy with bilateral salpingectomy, laparoscopic removal of essure and hysterectomy with bilateral salpingectomy,left oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, device dislocation, antinuclear antibody positive, photophobia, vomiting, decreased appetite, vision blurred, abdominal pain, swelling face, peripheral swelling, abdominal distension, gait disturbance, vaginal haemorrhage, hyperhidrosis, night sweats, hot flush, gastrointestinal pain, weight increased, inflammation, depression, allergy to metals, mental disorder and adverse event outcome was unknown, the pelvic pain, migraine and back pain had resolved and the genital haemorrhage, nausea, amnesia, abdominal pain lower, headache and fatigue was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adverse event, allergy to metals, amnesia, antinuclear antibody positive, back pain, decreased appetite, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, gait disturbance, gastrointestinal pain, genital haemorrhage, headache, hot flush, hyperhidrosis, inflammation, mental disorder, migraine, nausea, night sweats, pelvic pain, peripheral swelling, photophobia, swelling face, uterine perforation, vaginal haemorrhage, vision blurred, vomiting and weight increased to be related to essure. The reporter commented: from medical records: (B)(6) 2009: operative record: both tubal ostia were easily visualized with the hysteroscopy. There were no suspicious lesions in the uterine cavity. The right implant was placed without difficulty. The left implant was placed but it did not open up. Therefore, a second implant was placed, and it opened up without difficulty. (B)(6) 2009: hsg: magnified images of the right and left cornua show satisfactory position of the micro-inserts with respect to the uterine cornua. This means the distal end of the inner coil is within the tube and that less than 50 percent of the length of the inner coil is in the uterine cavity or the proximal end of the inner coil is less than 3 cm from the cornua. Regarding tubal occlusion, no contrast is visible beyond the distal end of the outer coil. There is no contrast seen beyond the micro-insert or within the peritoneal cavity. (B)(6) 2013: bilateral essure microsurgical removal: the left essure device had been placed through the uterine wall, not through the cornual tube, into the isthmic tube and into the pelvic cavity. On the left, the uterine wall was explored and fragments of the essure removed. Surgery history: abdominal surgery, cholecystectomy, total laparoscopic hysterectomy, left salpingo-oophorectomy, right salpingectomy, appendectomy, lysis of adhesions. Removal of 2 coils on (B)(6) 2013 and removal of 3rd coil on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Ultrasound scan - on (B)(6) 2013: pelvic sonogram report, results: thick endo essure bilateral simple ovarian cysts.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fragments of the essure removed, abdominal pain, pelvic pain, back pain, vaginal bleeding, cramping, headaches, nausea, fatigue, blurry vision, depression, profuse sweating, vomiting, migraine" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fragments of the essure removed"), pelvic pain ("extreme pain / severe & persistent pelvic pain / severe sharp pain in my pelvic area /severe & persistent pain / severe pain in pelvic area / low pelvic pain"), fallopian tube perforation ("perforation was fallopian tube"), uterine perforation ("uterus perforation/left device identified at the left cornua of the uterus"), device dislocation ("found coil in right abdomen mesentery/the right occlusion device is displaced") and genital haemorrhage ("heavy bleeding / severe excessive bleeding") in a 45-year-old female patient who had essure (batch no. 682317 (invalid),628317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "hsg report indicating that 3 essure implants were placed inside of me instead of only 2". The patient's medical history included multigravida, parity 3 ((B)(6) 1994, (B)(6) 1996 and (B)(6) 2003), yeast infection, uterine bleeding, cervicitis, heavy periods, ovarian cyst, urinary tract infection, vaginal candida, increased urinary frequency, escherichia coli infection, pubovaginal sling procedure, urethral pain, bladder pain, abdominal bloating, uterine fibroid, dysmenorrhea, dizziness, diplopia, hematuria, osteoarthritis, vertigo, neck pain, paresthesia, mucosal ulceration, dry mouth, stroke, seizure, dysuria, anemia and cervical cancer. (B)(6) 2013 : post op report for salpingectomy, location of perforation was fallopian tube & uterus. On (B)(6) 2009 : hsg report indicating that 3 essure implants were placed inside of me instead of only 2. On (B)(6) 2014 : CT abdomen & pelvis w/contrast : impression: the patient is status post trans cervical fallopian tube occlusion. The left fallopian tube occlusion device is identified at the left cornu of the uterus. The right occlusion device is displaced and is actually located within the mesentery of the right lower quadrant near the appendix., tests found positive ana. Concurrent conditions included overweight. Concomitant products included bupropion hydrochloride (wellbutrin) for depression as well as betacarotene;bioflavonoids;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;cholecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), bupropion, ibuprofen, meclozine hydrochloride, methocarbamol (robaxin), nortriptyline and pentosan polysulfate sodium (elmiron). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), swelling face ("swelling of face"), peripheral swelling ("swelling of limbs"), abdominal distension ("swelling of abdomen"), amnesia ("memory loss"), hyperhidrosis ("severe sweating / profuse sweating") and depression ("depression") and was found to have antinuclear antibody positive ("positive ana blood test for auto-immune disorder") and weight increased ("weight gain"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), migraine ("severe & persistent migraines"), photophobia ("sensitivity to light"), nausea ("nausea"), vomiting ("vomiting"), decreased appetite ("loss of appetite"), vision blurred ("blurry vision"), abdominal pain ("severe and persistent abdominal pain / severe pain in right abdomen"), back pain ("severe & persistent pain in lower back"), gait disturbance ("hard time walking"), vaginal haemorrhage ("profuse bleeding vaginally continuously"), night sweats ("night sweats"), hot flush ("heat flashes / hot flashes"), gastrointestinal pain ("painful bowel issues"), inflammation ("inflammation"), allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel"), abdominal pain lower ("cramping"), headache ("headaches"), fatigue ("severe fatigue"), mental disorder ("psychiatric or psychological conditions") and adverse event ("bizarre symptoms"). The patient was treated with doxycycline and surgery (laparoscopic removal of essure and hysterectomy with bilateral salpingectomy,left oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, device dislocation, antinuclear antibody positive, photophobia, vomiting, decreased appetite, vision blurred, abdominal pain, swelling face, peripheral swelling, abdominal distension, gait disturbance, vaginal haemorrhage, hyperhidrosis, night sweats, hot flush, gastrointestinal pain, weight increased, inflammation, depression, allergy to metals, mental disorder and adverse event outcome was unknown, the pelvic pain, migraine and back pain had resolved and the genital haemorrhage, nausea, amnesia, abdominal pain lower, headache and fatigue was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adverse event, allergy to metals, amnesia, antinuclear antibody positive, back pain, decreased appetite, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, gait disturbance, gastrointestinal pain, genital haemorrhage, headache, hot flush, hyperhidrosis, inflammation, mental disorder, migraine, nausea, night sweats, pelvic pain, peripheral swelling, photophobia, swelling face, uterine perforation, vaginal haemorrhage, vision blurred, vomiting and weight increased to be related to essure. The reporter commented: from medical records: on (B)(6) 2009: operative record: both tubal ostia were easily visualized with the hysteroscopy. There were no suspicious lesions in the uterine cavity. The right implant was placed without difficulty. The left implant was placed but it did not open up. Therefore, a second implant was placed, and it opened up without difficulty. On (B)(6) 2009: hsg: magnified images of the right and left cornua show satisfactory position of the micro-inserts with respect to the uterine cornua. This means the distal end of the inner coil is within the tube and that less than 50 percent of the length of the inner coil is in the uterine cavity or the proximal end of the inner coil is less than 3 cm from the cornua. Regarding tubal occlusion, no contrast is visible beyond the distal end of the outer coil. There is no contrast seen beyond the micro-insert or within the peritoneal cavity. On (B)(6) 2013: bilateral essure microsurgical removal: the left essure device had been placed through the uterine wall, not through the cornual tube, into the isthmic tube and into the pelvic cavity. On the left, the uterine wall was explored and fragments of the essure removed. Surgery history: abdominal surgery, cholecystectomy, total laparoscopic hysterectomy, left salpingo-oophorectomy, right salpingectomy, appendectomy, lysis of adhesions. Removal of 2 coils on (B)(6) 2013 and removal of 3rd coil on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Ultrasound scan on (B)(6) 2013: pelvic sonogram report, results: thick endo essure bilateral simple ovarian cysts. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fragments of the essure removed, abdominal pain, pelvic pain, back pain, vaginal bleeding, cramping, headaches, nausea, fatigue, blurry vision, depression, profuse sweating, vomiting, migraine." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-mar-2019: medical records received: lot number added. Reporter information updated. Medical history updated. Treatment and concomitant drug added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.